Event description:
Patient reported giving a bolus using the meter. Patient stated that the bolus is not showing on the pump but is showing on her active insulin. No adverse event reported. Requested return of the alleged meter for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.